Manufacturer narrative:
A bci field service engineer (fse) replaced the no foam assembly.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no foam reagent leak from the hydro-pneumatic compartment of unicel dxc 600 pro synchron chemistry analyzer. No injury was reported.